Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, the physician failed to cross the lesion with the enroute 0.014" guidewire while using a balloon catheter for support. When exchanging for another 0.014" guidewire, the physician noted a piece of the original 0.014" guidewire just outside the tip of the enroute arterial sheath. The broken wire piece was removed through the incision in the common carotid artery. Another 0.014" guidewire was used, and the procedure was completed with no health consequences or impact to the patient. Additional information also stated that the patient had a calcified lesion.